Event description:
It was reported that: physician performed manta per the IFU. Physician flipped the lever back to deploy the footplate and heard the click of the lever. When he pulled the manta device to yellow/green, the entire manta device came out of the body with the footplate not exposed/deployed. Physician opened another manta and successfully deployed a second manta to close the access site. The defective device will be sent back for investigation and a replacement is requested. During a tavr procedure ultrasound and micro puncture were utilized to gain access, central access in the left common femoral artery. Vessel size was 6mm with no reported calcification or tortuosity. Measured depth for the manta was 5+1cm. Both heparin and protamine were administered during the procedure. Additional information gathered through investigating the complaint: the deploying physician stated that there was severe resistance advancing the bypass tube through the valve of the sheath. After much force, the bypass tube advanced through the valve and an audible "crack" noise was heard. The physician aborted using that first manta device and removed the first manta device through the sheath. The footplate housing was left in the valve of the manta sheath and there was an unexpected (minimal) gush of blood through the valve of the sheath. The footplate housing was removed , and a second manta package was opened. The first manta sheath was left in place and the second manta device was advanced and deployed per the IFU with no issues. The staff saved the first manta device to be sent back because of the "crack" noise to be invested.

Manufacturer narrative:
Qn#(B)(4) one unit of manta was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Lever of the manta was not actuated. Anchor was observed to be in position. No sheath was returned. The device lot history record review for lot number mn2301510 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.1281%. We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds 0.40% as specified in capa00319. Case details were reviewed. A 79-year-old female patient (154.9cm, 71.1kg, 26.6 bmi) presented in the or for a tavr procedure. A centrally located access was achieved utilizing ultrasound guidance and a micropuncture kit. Arteriotomy was 6.0mm, clear of calcification and tortuosity, with a measured depth of 5cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Proceeding the tavr, heparin and protamin were administered, and the 18f manta was deployed to the measured depth. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath. After the physician continued to apply more force, the bypass tube advanced through the hemostatic valve, and an audible "crack" sound was heard. The first 18f manta device was removed, and the sheath remained in place. Bleeding was present through the valve. A second 28f manta device was opened and deployed without issue. The patient did not experience any harm, injury, or consequence due to this event, and the outcome post-procedure was stable. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements state: the manta closure must be deployed using the manta sheath provided in the manta package, do not substitute any other sheath. The safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or per I-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.1281%. We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds 0.40% as specified in capa00319. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: physician performed manta per the IFU. Physician flipped the lever back to deploy the footplate and heard the click of the lever. When he pulled the manta device to yellow/green, the entire manta device came out of the body with the footplate not exposed/deployed. Physician opened another manta and successfully deployed a second manta to close the access site. The defective device will be sent back for investigation and a replacement is requested. During a tavr procedure ultrasound and micro puncture were utilized to gain access, central access in the left common femoral artery. Vessel size was 6mm with no reported calcification or tortuosity. Measured depth for the manta was 5+1cm. Both heparin and protamine were administered during the procedure. Additional information gathered through investigating the complaint: the deploying physician stated that there was severe resistance advancing the bypass tube through the valve of the sheath. After much force, the bypass tube advanced through the valve and an audible "crack" noise was heard. The physician aborted using that first manta device and removed the first manta device through the sheath. The footplate housing was left in the valve of the manta sheath and there was an unexpected (minimal) gush of blood through the valve of the sheath. The footplate housing was removed , and a second manta package was opened. The first manta sheath was left in place and the second manta device was advanced and deployed per the IFU with no issues. The staff saved the first manta device to be sent back because of the "crack" noise to be invested.